Manufacturer narrative:
A field service engineer has been on-site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
The reported peep (positive end expiratory pressure) level drop was not reproducing during the on-site troubleshooting. No parts were replaced and the ventilator was put back into service after a successful pre-use checks was performed. The investigation consists only of device logs evaluation since no parts were replaced. The reported problem is confirmed in received event logs showing that a "peep low" alarm was generated on (B)(6) 2015 indicating a lower peep than set. The date of event was updated accordingly. A lower peep than set is not likely to cause injury. Test logs showed that performed pre-use checks during a long period were successful. However, comparing measured offset value for the expiratory pressure transducer during pressure transducer sub-tests from different pre-use checks showed this value was varying. This is an indication of an offset drift but, it was within allowed limits (plus/minus 300 mv from default) and therefore the tests didn't fail the pre-use checks. Our conclusion is that the expiratory pressure transducer's offset drift affected the measured peep during ventilation and caused the reported problem. The root cause for the noticed offset drift cannot be determined since the part hasn't been replaced.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a pt the peep level was dropping. There was no harm to pt. (B)(4).